Event description:
Following the initial consult with glaukos medical monitor, the surgeon provided the following additional information. Reportedly, during follow-up examination, the patient presented with a severe follicular conjunctivitis and chronic inflammation and the patient reported experiencing discomfort (uncomfortable). The patient was prescribed glaucoma medication and steroids (cosopt, ketorolac, lotemax), and the patient most recent prognosis appeared to be improving subsequently.

Manufacturer narrative:
Additional information: additional information: b5, b6, g3. A review of the device labeling was completed. Pain and conjunctivitis are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Pain and conjunctivitis are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop and inflammation are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference 2032546-2021-00005 for the patent's left eye.

Event description:
It was reported that following an uneventful bilateral cataract plus trabecular micro bypass stent system procedures, the patient presented with bilateral iop increase. Per report, the surgeon tapered off the steroids, but there was significant inflammation, characterized as greater in od than os. Through follow-up, the surgeon conferred with glaukos medical monitor who reported that surgeon planned to try a low potency steroid if the inflammation persists, and suspected that one (1) eye has steroid response and the reported iop in the other eye is likely due to multiple mechanism. Treatment options depending on the patient¿s condition were discussed. Additional information has been requested. This report references the patient¿s right eye (od).